Manufacturer narrative:
Pump passed operating current, a21 error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during manual prime. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.